Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact (no lifting or peeling observed), the up/down/ok/contrast buttons were intermittently responding during testing, the up/down/ok/contrast key contacts were misaligned, the up/down/ok/contrast key contacts became inverted when pressed, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the keypad button presses are intermittently activating the desired pump functions. The pump reportedly has not been exposed to moisture and there is no structural damage to the keypad. There was no adverse event associated with this complaint.